Manufacturer narrative:
E1 - initial reporter address 1: (B)(6) e1 - initial reporter phone: (B)(6) investigation results: device evaluated by MFR: the interlock .035 device was returned to our post market quality assurance laboratory. A visual and microscopic inspection was performed and identified that the main coil was bent and stretched at the primary coil section, moreover the arm coil was detached. Dimensional inspection of the main coil revealed the components were within specifications. This concludes the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event instructions.

Event description:
Reportable based on device analysis completed on (B)(6)2026. It was reported that the coil could not be advanced from the catheter and was stretched. A 10mm x 40cm interlock .035 coil was selected for use in the internal iliac artery. During the procedure, it was noted that the coil could not be pushed out the angiography catheter. The coil was withdrawn and it was found the coil was stretched. The procedure was completed with a different device. There were no patient complications as a result of this event. However, device analysis revealed a detached interlocking arm.